Event description:
Product analysis was completed on the returned generator and indicated that the generator performed according to functional specifications. The generator output signal was monitored for more than 24 hours in a stimulated body temperature environment and showed no signs of variation in the output signal provided. Diagnostics were as expected and there were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's assessment of the relationship between the patient's increase in seizures and the vns was their progression of epilepsy. The physician reported that the reported increased seizure rate was not worse than the pre-vns seizure rate baseline. The physician assessed that the patient's different type of seizures was not related to the vns. No further relevant information has been received to date.

Event description:
The suspect product was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient recently developed more frequent, possibly different type seizures. The patient's generator was replaced. The suspect product has not been received to date. Multiple attempts for additional information regarding the patient's seizures were made; however, no further relevant information has been received to date.